Manufacturer narrative:
(B)(4). Batch # m5380h. Device expiration date: 3/2/2020. Device manufacture date: 4/2/2015. Additional information was requested and the following was obtained: where was the indicator within the gap setting scale? It was in green part of the scale; the exact position they do not remember. When was the safety released prior to firing? Yes, they released the safety prior to firing. Were there any staples formed or unformed identified in the operating room? As they remember, there were no staples identified in or. Why was it necessary to complete a secondary operation? The second operation was necessary because patient got sepsis and when they opened he had leakage from anastomosis. What is the cause of the patient¿s death? Sepsis. Will an autopsy be performed? No, they didn¿t perform autopsy. What is the bmi and age of the patient? Unknown. Is the surgeon willing to speak with the ethicon medical safety director and engineering? Yes. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? The gap setting scale was in green prior to firing. Were the staples seen lying in the surgical field? They didn¿t see any staples lying in the field. How was the procedure completed? They did the anastomosis with sutures. Did the patients post-operative care change? He was in post op care but needed reoperation. What is the current status of the patient? Patient died after reoperation. First they did surgery on (B)(6) and then the reoperation on (B)(6) february. The device prolonged the operation (they did the anastomosis with suture) but they finished the operation. The patient was difficult to begin with so surgery was prolonged. Surgeons are regular users and before they didn¿t have problems with our circular staplers. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the indicator within the gap setting scale? When was the safety released prior to firing? Were there any staples formed or unformed identified in the operating room? Why was it necessary to complete a secondary operation? What is the cause of the patient¿s death? Will an autopsy be performed? What is the bmi and age of the patient? Is the surgeon willing to speak with the ethicon medical safety director and engineering?

Event description:
It was reported that during a gastric procedure, during anastomosis, they fired circular stapler and it fired, clicked and cut but no staples were fired; the reporter stated that there were no staples at all. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).